Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-dec-2020. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), anaemia ("anaemia"), alopecia ("hair loss"), onychomycosis ("toenail mycosis"), sleep disorder ("sleep disorder"), arthritis ("arthritis"), paraesthesia ("tingling") and ear infection ("recurrent otitis") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, anaemia, weight increased, alopecia, onychomycosis, sleep disorder, arthritis, paraesthesia and ear infection outcome was unknown. The reporter considered alopecia, anaemia, arthritis, ear infection, menorrhagia, onychomycosis, paraesthesia, sleep disorder and weight increased to be related to essure. Batch no d30798 manufacturing date: 2014-11expiration date 2017-11-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), anaemia ("anaemia"), alopecia ("hair loss"), onychomycosis ("toenail mycosis"), sleep disorder ("sleep disorder"), arthritis ("arthritis"), paraesthesia ("tingling") and otitis externa ("recurrent otitis") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, anaemia, weight increased, alopecia, onychomycosis, sleep disorder, arthritis, paraesthesia and otitis externa outcome was unknown. The reporter considered alopecia, anaemia, arthritis, menorrhagia, onychomycosis, otitis externa, paraesthesia, sleep disorder and weight increased to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.